Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient lost feeling and movement in their legs following scs system implantation procedure on (B)(6) 2024. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. In a recent update, it was reported that the loss of feeling and movement in the patient's legs have resolved and the patient is in rehab.